Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was unknown at the time of incident. The customer reported treating their blood glucose with a glucagon. The customer's blood glucose was 136 mg/dl at the time of incident. The customer stated they could not monitor their blood glucose due to the lack of sensors. The customer did not allege the insulin pump was over-delivering insulin. The insulin pump will not be returned for analysis.